Manufacturer narrative:
(B)(4). The customer reported a failure to display pads ECG. There was no adverse patient impact. Local philips customer service worked with the customer and determined that the pads required replacement. Replacement of the pads resolved the tissue.

Event description:
The device cannot display patient's ECG wave.